Manufacturer narrative:
The device has been returned to the local facility but has not yet been received at the main office for evaluation. Once the device has been returned and investigated, a follow-up report will be submitted.

Event description:
The customer reported inaccurate readings on sedated patients. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacuring narrative: the returned module was evaluated. External visual inspection showed no damage. The module was connected to a root and o3 sensor and both channels were able to take measurements which were consistent with a known good module. Humidity was added to the module and the measured values were now inconsistent with a known good module. The module was opened and the cable connector showed signs of contamination damage. The sensor connector was replaced and the module was fully functional. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues related to this reported event.

Event description:
The customer reported inaccurate readings on sedated patients. No patient impact or consequences were reported.